Event description:
Customer reported that they experienced a low blood glucose (bg) level around 35 (mg/dl) after experiencing a lot of physical activity in a high altitude climate. Customer consumed juice with the assistance of their friends to treat bg level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; however, no specific value or event date was provided. Contact reported that customer has been physically active and believes that this is the most likely reason for the low bg event.

Manufacturer narrative:
Review of pump data showed multiple low blood glucose (bg) levels between (B)(6) 2016 and (B)(6) 2016 recorded by the continuous glucose monitoring function of the pump. Pump data did not show any unusual basal insulin rate changes or bolus requests. Contact reported that the customer had been engaging in physical activity that could have led to low bg levels. Review of pump data did not show any evidence of failure, and indicated that the pump was operating correctly.